Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6), male new born baby intubated in giving birth room. At the extubation on (B)(6), the markings started to erase." No patient injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was not returned for evaluation; therefore, 5 representative samples were taken from current production at the manufacturing facility. A visual exam was performed and all markings were legible. Testing was conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after 7-10 days of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. The complaint of tube markings erased was confirmed; however, a root cause could not be established. It is not known why the tubing marks were erased. There is 100% visual inspection conducted at the manufacturing facility; therefore, any defects would be detected prior to release.

Event description:
It was reported that: "1kg male new born baby intubated in giving birth room. At the extubation on (B)(6), the markings started to erase." No patient injury reported. The condition of the patient is reported as "fine".